Event description:
It was reported that the pt was taken to or in 2004 for an exploratory lap. It was discovered to be a failed anastomosis that was done one month ago with the use of the ethicon stapler. Postoperatively, the pt was admitted to ICU with surgical related sepsis and was placed on a ventilator. Consequently, the pt expired.